Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt had a severe driveline infection. The exit site of the driveline was surgically moved to another location. The previous exit site is being treated by a wound vac. The pt remains ongoing.

Manufacturer narrative:
The device remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.